Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated that the device performed as intended. The measured forces did not exceed the suggested force limitations per the tacticath se contact force ablation catheter instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2019-00046. During a ventricular tachycardia ablation procedure, a pericardial effusion was occurred. During the procedure, the patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed and protamine was administered to stabilize the patient. There were no performance issues with any abbott devices.